Event description:
It was reported that during a da vinci si surgical procedure the tenaculum forceps instrument was noted to have a broken cable. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the pitch cable was broken at the wrist. The cable segment that contained the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. Engineering also found abnormal wear throughout the entire main tube. The surface of the main tube is rough in nature, discolored, and splintering off. Material loss is evident. The evidence was inconclusive, but the damage was most likely due to improper cleaning process. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. Do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. Prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage.